Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2025-99030. It was reported that a right ventricular leadless pacemaker and delivery catheter appeared to become of axis during the initial implant procedure. The physician removed the system from the patient's body and discovered that the leadless pacemaker had prematurely separated from the delivery catheter's tethers. The catheter was replaced but it was unknown if the pacemaker was also replaced. Patient had no consequences.

Manufacturer narrative:
The reported event of premature separation was confirmed. As received, a catheter was returned in one piece without the device attached. Visual inspection found the tether control knob to be in misaligned position and tether mode control in mid tether mode but both tether bullets were in an aligned position as received. X-ray examination found both tether wires to be buckled at the transition zone. The cause of the reported event was isolated to the tethers being at the transition zone.